Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The customer reported a ventilator with a faulty touchscreen. There was no patient involvement.

Manufacturer narrative:
G4: 02sep2020. B4: 04sep2020. The manufacturer's field service engineer (fse) confirmed the reported problem as a touchscreen out of calibration. The fse instructed the customer how to calibrate the screen by configuration mode. No other repair was performed, and no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.